Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that at the user facility, the tip of the device chipped off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.